Manufacturer narrative:
(B)(4). Batch #: 185a24. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no apparent damage and with one gst60t reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. For difficult to fire - firing speed, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. I applied a black load 60mm linear stapler in the antrum during a lap sleeve gastrectomy. I felt that the tissue was thicker than standard. The stapler fired though we could hear it was slower than normal (this was the newer stapler, but even slower than normal). After opening the stapler I saw that two 3rd row staples in the patient side did not form completely. I removed the unformed staples and plan over-sewing (pic # 1 and 2). The main issue is that when I was given the same stapler with a new load, it did not fit easily into the 12mm trocar. I could have pushed, but I felt some was wrong. I removed it and at inspection it was clear that the anvil was ¿bent¿ and not closing properly as close to the cartridge as it usually does (don¿t have a pic but staplers have all been saved). If I had used that stapler it would most likely resulted in a significant staple line failure. I requested a new one. I then applied a second black load 60mm linear stapler ¿ again I felt that the tissue was thicker than standard. Again, the stapler fired though we could hear it was slower than normal. After opening the stapler I saw that two 3rd row staples in the patient side did not form completely (pic 3). I inspected that stapler ¿ the anvil was not as bent as the initial one, but I requested a 3rd new stapler and from a different batch. Then I applied, tissues were less thick and all went as usual. I over-sewed the places were the third row was incomplete (pic 4 and 5). Patient is well and should recover uneventfully. Additional information received: after firing, noticed staples closest to knife did not form ¿b¿ shape. A new stapler was used with blank reload on antrum with same issue. Anvil looked bent. A 3rd device worked ok. The bmi of the patient was 50 gender female. Seamguard was used. The surgeon does wait 15 seconds prior to firing but does not pulse fire. The surgical team is good at cleaning device between firings using a deep container. No unusual noises were heard. It was more difficult to put down trocar. Takes a full 60mm bite and usually fires with cartridge up to see knife move. Uses ethicon trocars.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that while using a black reload surgeon stapled the atrium of the stomach. Tissue was thicker than standard surgeon noticed the device was slower than normal. When the device was opened surgeon observed that the third row on both the patient side and the specimen side did not form. When device was reloaded it would not fit down the trocar. Stapler was then examined which showed that the anvil was bent. A second device was loaded and fired again over thicker than standard tissue. Again, while firing the device sounded slower than normal and once the device was opened was observed that once again the third row of staples on the patient side and the specimen side did not form. Second stapler was inspected and did not present a bent anvil. A third device from a different batch was requested and fired across "less thick" tissue and all went as usual. Surgeon then over-sewed the places where the third row was incomplete. Patient is well and should recover uneventfully.